Event description:
It was reported that the customer had damage on the insulin pump. Customer changes the battery every 3 days on the insulin pump. Customer stated there was also a small black spot on the pump screen. Customer's mother has no idea what led to the damage on the pump. The damage is like a small line on the screen that is located between the time and the battery icon, which makes it very difficult to read the pump screen. Pump is functioning as designed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding display glass. The insulin pump had normal operating currents. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.